Event description:
Boston scientific received information that medical person stated this implantible pacemaker showed a longevity remaining of less than 0.5 years four months ago and today was showing a longevity remaining of 1.5 years. The automatic capture feature was programmed on. No adverse patient effects were reported other than the patient complaining of symptoms of fatigue.

Manufacturer narrative:
Technical services discussed the longevity calculation and automatic capture algorithm and the possibility that the device was pacing at a higher voltage four months ago which would explain the longevity calculation change. Technical services also discussed that rate response is disabled when the device reaches elective replacement time (ert) and that could have contributed to the patient's symptoms. Technical services discussed these were just possibilities and recommended bringing the patient in for a device check to confirm what occurred.